Event description:
Healthcare professional reported valve was removed due to pannus overgrowth. Pt had progressive gradient leading to chest pains. Gradient was not significant at implant or for some time later.